Event description:
It was reported to depuy acromed that two timx screws were broken post-operatively. The screws were implanted in 2002 and explanted in 2003. It was also reported by the complainant that the patient was involved in some sort of accident. However, the patient will not describe the details of the event. A complaint history analysis was performed and no other complaints have been reported for this part number. A dimensional analysis was performed and the screws conformed to specifications. A material assessment test was performed using the scanning electron microscope and both screws conformed to specifications. No material defects were observed. A root cause of the event cannot be determined. If the patient does not follow activity restrictions in the post-operative protocol, increased loading may be applied to the screw, causing it to break. As indicated by the complainant, the accident may have contributed to over-loading of the screws, causing the fracture. No further action can be taken at this time.